Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported scope communication error b30 issue could not be determined, however, it is possible that the internal circuit board of the scope connector corroded due to the channel tube water leak. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite bronchovideoscope display a b30 error. In addition, ch-tube leaking was noted. The event occurred during preparation for use, prior to a diagnostic tracheoscopy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported b30 error was confirmed due to a faulty ad board. In addition, ch-tube leaking, and light guide connector liquid intrusion internally were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.